Event description:
It was reported that a malfunction with code 12 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer, assisted by technical support, successfully reset the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurs, which they acknowledged and understood.